Event description:
The customer reported the generation of erroneously high patient result generated for glucose (glu) with ¿@¿ flag on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1: customer telephone number was not provided. The beckman coulter internal identifier is (B)(4).